Manufacturer narrative:
D10 concomitant product: 3.5ncf 3.5mm ID neo sml cuffed x1 (lot#: 23a0177jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the cuffs of the tracheostomy tube had an air leak. The pressure were check regularly but the pressure decreased by 5-10 cmh20 each time. Replacement of the tube done twice.

Event description:
According to the reporter, during use, the cuffs of the tracheostomy tubes had an air leak. The pressure were check regularly but the pressure decreased by 5-10 cmh20 each time. Replacement of the tube done twice.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. An inflation/defl ation test was performed using syringe, 1cc of air was applied and no leaks could be observed in the cuff nor inflation line, both samples were left inflated 24 hours and no leaks were observed. It was reported that the cuffs of the tracheostomy tubes had an air leak. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the syringe is kept connected to the pilot of one of the samples, since the pvt valve presents a small dent which leaks air while the syringe is connected to the inflation system. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: each tube¿s cuff, pilot balloon and valve should be tested by inflation prior to tube insertion. If dysfunction is detected in any part of the inflation system, the tube should not be used. Do not overinflate the cuff. Ordinarily, cuff pressure should not exceed 25 cm of h2o. Closely monitor cuff pressure under a physician¿s guidance. Overinflation may lead to permanent tracheal damage, rupture of the cuff with subsequent deflation, or cuff distortion that may cause airway blockage. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be pulled back. Inflate the cuff and gently move the cuff away from the distal tip of the cannula towards the neck plate as the residual air is removed by deflation. Do not use sharp instruments such as forceps or hemostats that would damage the cuff when manipulating it. Consider the use of an appropriate sized syringe in the range of the leak test inflation volume for accurate and precise inflation. Remove the syringe from the valve after cuff inflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.